Manufacturer narrative:
(B)(6). (B)(4). The product analysis indicates that the tip was broken off. The fragment was also returned. There was no evidence of any material defects that would have resulted in the break. The most likely cause of the reported event is misuse/user error. This device is used for therapeutic purposes.

Event description:
It was reported that during a procedure, the fine tip of the product broke off into the patient. She stated the fragment was picked up ¿pretty easily¿ and removed from the patient. There was no injury reported as a result of this event.